Manufacturer narrative:
Device is a combination product.   Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the severely calcified unspecified vessel. A 2.50x12mm promus premier stent was selected to treat the lesion however, it was noted that the stent dislodged from the delivery system. The stent was retrieved with "back flow of catheter." No patient complications were reported and the patient's status was good.